Manufacturer narrative:
The meter and test strips were returned for investigation. The returned test strips were measured with the returned meter with a high level control sample: testing results (qc range: 2.5 - 3.1inr): qc 1: 2.8 inr. Qc 2: 2.7 inr. Qc 3: 2.7 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Returned customer material and retention material comply with the specification. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation was patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek inrange meter serial number (B)(4). The result from the meter was 2.4 inr. Two minutes later, the result from a coaguchek xs meter was 1.9 inr. The therapeutic range was 2.5 and 3.5 inr.